Event description:
It was reported the patient presented post-implant procedure. During interrogation, it was discovered the right ventricular lead exhibited elevated capture thresholds. X-ray confirmed the right ventricular lead had dislodged. The right ventricular lead was explanted and replaced. The patient was in stable condition.